Event description:
It was reported that there was a surging sensation. Over the weekend the patient was in a car and she was riding and not driving. She did not have her patient programmer (pp) on her implantable neurostimulator (ins), but the stimulation rose quickly on its own and then they had to stop to use the pp to turn the ins off. They had since used the device and they did not appear to be complaining of a similar issue since. The healthcare provider (hcp) was not with the patient so troubleshooting could not be done today. It was noted that adaptive stim (as) was not yet active. The patient was coming in about 1.5 weeks and they were advised to check impedances as well as inquire if the situation had occurred again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740 , serial# (B)(4), product type programmer, patient product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).